Manufacturer narrative:
Controls were run before the incident. The customer reported failed reproducibility for hgb and plt. A field service engineer (fse) went on-site and indicated that the customer misinterpreted reproducibility specs. Fse trained the customer. Fse reviewed reproducibility date and carryover which was acceptable.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the coulter lh500 analyzer recovered erroneous cbc results (wbc, rbc, hgb, plt). The erroneous hgb value was reported out after the sample was repeated and recovered similar results. The customer indicated that this specimen was a short draw. The physician questioned the hgb value because it was not consistent with the patient's previous history. A sample was redrawn per the physician's request and the wbc, rbc and hgb results were higher but the platelet value was lower than expected. The sample was repeated 2 additional times and recovered values that the lab considered correct. There was no death, injury or change to patient treatment attributed to or connected with this event.